Event description:
On (B)(6) 2025 it was reported that the user experienced hypoglycemia with blood glucose (bg) levels of 47 mg/dl, resulting in emergency medical services intervention and hospital evaluation. The user was transported to the hospital by ambulance on (B)(6) 2025 and released the same day. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia requiring emergency medical evaluation while on ilet therapy. The user reported that a dexcom g7 sensor was not connected to the ilet and no fingerstick glucose meter was available at the time of the event. The user observed an urgent low glucose alert on the ilet and subsequently experienced dizziness. The user treated with oral glucose and reported improvement in symptoms. Engineering review could not be performed for the reported event date because the engineering logs were last synced on (B)(6) 2025. No malfunction alerts or factory reset events were identified in the available engineering logs. Based on available information, the exact cause of the event could not be conclusively established. If additional information becomes available, a supplemental MDR will be submitted.